Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Intra-operative pictures of the implants were provided. The poly on the patellar components is slightly compressed at the articulating area. However, reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient was revised from a patellofemoral to total knee prosthesis approximately two years post implantation due to pain. During the procedure it was noted that the cement bonding the femoral component to the bone had separated. No additional patient consequences were reported.